Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine if pump properly connects to bg meter due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they changed the battery in her pump the blood glucose meter no longer connects to the pump when she takes finger stick readings. Customer states the meter states that it has the time on the pump. The customer¿s blood glucose level was unknown. The device will be returned for the analysis.